Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of less than 30 mg/dl at the time of the incident. The customer stated that the pump did not detect their low due to sensor glucose versus blood glucose differences. The customer was at 72 mg/dl at the time of the call. The customer reported that they had food and glucose tablets to treat. The customer reported that they experienced symptoms such as convulsions. The customer reported that they were wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.